Manufacturer narrative:
The product is expected to be returned for analysis however without a model/serial number it will be difficult to identify when this specific device is returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this unknown insigna pacemaker had an estimated longevity of 1.5 years approximately 6 month ago. Currently the battery status is end of life (eol). It is unclear if the device was explanted. No adverse patient effects were reported.